Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the demonstration, the handle did not respond even though the rotation button was pressed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 signia powered handle.  There were no visual abnormalities noted. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log.  A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. The root cause for the reported condition has been attributed to a switch failure. Based on the evidence available the reported condition was confirmed. The file will be closed as a component issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.